Manufacturer narrative:
Manufacturing investigation currently underway. Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4). Date of report 20220629.

Event description:
Exported dose from a plan is wrong when imported back into pinnacle and when exporting to 3rd party systems. This behavior was identified by the customer while doing dose comparison testing between software version 18.0.1 and software version 9.8. After exporting plans to 3rd party system mim it was discovered that the dose was different between the two plans. This issue is currently under investigation by the manufacturer.

Manufacturer narrative:
Manufacturer¿s investigation has identified a specific coding issue that was introduced in the development phase of pinnacle software version 16.4.2 as the root cause of this issue. This coding issue has been corrected and this fix is being distributed to the customer via installation of a service pack, specifically in this case, 18.0.1 service pack 1. Internal cross reference: complaint pr# (B)(4). Date of report 20220916.

Event description:
Exported dose from a plan is wrong when imported back into pinnacle and when exporting to 3rd party systems. This behavior was identified by the customer while doing dose comparison testing between software version 18.0.1 and software version 9.8. After exporting plans to 3rd party system mim it was discovered that the dose was different between the two plans.